Manufacturer narrative:
Product analysis :analysis confirmed the holder for looseness. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the tip has loose tightening. No further complications were reported regarding the event. Update: pre-op diagnosis : herniated disc procedure involved : med the arm couldn't be fixed enough. The product did not come in contact with the patient. Therefore, there were no patient complications.